Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.00x28mm synergy stent was advanced to treat a lesion. However, the device was unable to cross the lesion and was noticed the shaft broke. No patient complications were reported.